Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that there was mucosal tissue overgrowth around the peg tube with suspected leakage of gastric contents. There was no bleeding, only membrane hyperplasia with suspected leakage of gastric contents. The patient was hospitalized for peg tube removal. The site was improving since the peg was removed and was healing. Severity ¿ the event itself was not serious, but the patient required hospitalization for peg removal. Duodopa treatment permanently ended, and the patient will transition to produodopa therapy.